Event description:
Customer reported poor image quality. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the image processor pcb. System operates as intended. (B) (4) 06/16/2009.